Event description:
Boston scientific received information that this device system displayed a shock impedance measurement greater than 125 ohms. Additionally, it was observed that a either a ventricular tachycardia (vt) or atrial fibrillation (af) with rvr rhythm was accelerated with anti-tachycardia pacing (atp) and therapy was delivered. The patient was brought into the office for evaluation. All therapy was found to be appropriate and no device changes were made. The patient was to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that an increased shock impedance measurement was detected on this device system. The physician elected to continue to monitor the device system via the latitude remote patient management system. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.